Event description:
Additional information has been provided upon request: "1. Csc was contacted to help with trouble shooting. 2. Device is not available for return."

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
51-year-old male patient was intially treated with impella cp and also had previous extracorporeal life support before impella support. Patient was upgraded to impella 5.5 support follwoing nine days of impella cp support - which is beyond the recommended days of support for this product in the instructions for use. Patient was treated for acute myocardial infarction complicated by cardiogenic shock. This ci deals with the reportings to the second impella 5.5 support. Another ci was opened for the impella cp (first pump) support. First impella 5.5 inserted successfully using best practices. 1 -2 hours after procedure, the placement signals inverted and impella max and mean flow were noted on 5.5 as well as purge flow was high and purge pressure. Clinical support center was contacted for second opinion on pump saturation, during the call the problem resolved and flows went down. Hcp made decision to exchange the pump for a second impella 5.5 device. After two weeks of support a purge flow drop from 8ml to 4ml/hr was noted and trouble shooting steps initiated. Clinical service center call to advise on recommendations for tissue plasminogen activator recommendation, put in contact with company physician on further clarification of usage of tpa - information via clinical support center, that tpa was used. Transesophogeal echocardiography done on the day of explant, showing aortic insufficiency, which was not noted during inital echo at pump insertion. Patient planned for valve repair but it was not specified if this occurred or not in the case. Patient overall on support for more than six weeks with impella 5.5 untill successfully bridged to left ventricular assist device. Impella support was continued beyond the recommended 14 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event.

Manufacturer narrative:
Additional information was provided in d9 (date device returned to manufacturer). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.